Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, post paced t wave oversensing on the ventricular lead was observed on the stored egm. The patient was asymptomatic. Programming changes were made. The patient was in good condition.